Event description:
It was reported that this right ventricular (rv) lead exhibited some loss of capture in which the device delivered a paced beat, followed by another beat, however, it is hard to tell if it is fusion or loss of capture. Technical services recommended to test the patient in the office to confirm. At this time, the lead remains in service. No adverse patient effects were reported.